Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that during the ipg replacement procedure, the physician connected the patient's existing leads to the new battery and all contacts were having high impedances. It was also reported that the physician believed the leads were fractured and did took a fluoroscopy of the existing lead placement and look good. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 20802803. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 13892940. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 13969582/13969582.

Event description:
A report was received that during the ipg replacement procedure, the physician connected the patients existing leads to the new battery and all contacts were having high impedances. It was also reported that the physician believed the leads were fractured and did took a fluoroscopy of the existing lead placement and look good. The patient will undergo a revision procedure. Additional information was received that the patient will undergo leads replacement procedure. Additional information was received that no further course of action will be taken at this time. Additional information was received that the patients spinal cord stimulator never worked for their pain. The patient underwent an explant procedure wherein all device components were explanted. The physician noted that during the procedure the leads were connected to the ipg. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the ipg replacement procedure, the physician connected the patient's existing leads to the new battery and all contacts were having high impedances. It was also reported that the physician believed the leads were fractured and did took a fluoroscopy of the existing lead placement and look good. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo leads replacement procedure.

Event description:
A report was received that during the ipg replacement procedure, the physician connected the patient's existing leads to the new battery and all contacts were having high impedances. It was also reported that the physician believed the leads were fractured and did took a fluoroscopy of the existing lead placement and look good. The patient will undergo a revision procedure.